Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
Customer reported seven false positive results on the alinity m sars-cov-2 assay, which generated negative results on cepheid genexpert and in-house roche tibmobil. All seven samples were reported as negative based on the result from cepheid and roche tests. There was no impact to patient management. All seven samples were from outpatient clinics (no travel history or known contact with covid positive patients, tests were from a clinic for people with mild flu-like symptoms). The customer confirmed that the assay was performed as per the instructions for use (IFU). Analysis of the results show that the controls were valid on the runs, and the amplification appears to be true, without any background noise. The internal control signals passed on all seven samples. Sample type was deep throat saliva sample. Environmental swabs were carried out in the lab to rule out contamination as a cause, and were all negative. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m sars-cov-2 assay, list number: 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number: 9n78-95, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: the review of the data demonstrated that the assay software and the abbott alinity m sars-cov-2 amp kit (list 09n78-90) lots 511504 and 512705 are performing as expected. The assay reagents performed as expected, met the assay specification requirements, and no message codes or flags were displayed for the positive or negative control. The samples evaluated displayed late cycle number target amplification and may represent low titer samples that are near the lower limit of detection (llod) for the assay. Differences in lod between the alinity m sars-cov-2 assay and the cepheid and roche assays and/ or the wrong specimen type may explain discrepancies between platforms. There is no indication that lots 511504 and 512705 are performing outside of established design performance specifications. Note: only the logs that were mentioned in the activity text of the ticket and/or contain the complainant samples were reviewed. Quality data review: · the device history records (DHR) review for alinity m sars-cov-2 amp kit (list 09n78-090) lots 511504 and 512705, and their components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lots 511504 and 512705. · the CAPA review for alinity m sars-cov-2 amp kit (list 09n78-090) lots 511504 and 512705, and their components was performed and did not identify any internal or post-production use issues related to this issue and these lot numbers. Complaint history review: the lot specific complaint history review for alinity m sars-cov-2 assay (list 09n78-090) lots 511504 and 512705 identified two additional related complaint tickets which were independently investigated and unconfirmed. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-090) lots 511504 and 512705 was not identified.